Event description:
A mayfield modified skull clamp was reported to have a torque screw that is out of calibration. A pt incurred a laceration relating to the skull pin penetrating the scalp too deep. The wound required stapling.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.